Manufacturer narrative:
Cec adjudicated mi no event, no side branch occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. The next day pci related target vessel myocardial infarction was reported. No action was taken. Investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication patient recovered.